Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layer for each keypad. External inspection of the keypads were observed to be in good condition with no irregularities observed. The front case keypads were connected to the cad pcu test fixture for functional testing. Test results identified that when the returned keypads were installed on the test fixture, the keypads did not power on using the system on key as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only keypads were provided for investigation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.